Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the pessary string pulled out during removal however she was unsure if there was a bladder support remaining inside her. Consumer was seen by her physician and a vaginal exam was completed and was stated that there was no bladder support found and she was given a clean bill of health.